Event description:
Initiator (meter owner) stated that initiator tested the pt's blood glucose (whom initiator suspects to be diabetic, but is not diagnosed) and got erratic results. Back to back readings (done one after the other) were 270, 186 and 133 mg/dl (70% difference). No symptoms were reported. Meter owner did not have supplies to do control test. Control solution was sent. Unable to reach meter owner by phone on follow-up. Letter was sent requesting that initiator contact lfs. There was no allegation of harm.